Event description:
Instance occurred yesterday where the guide wire was very difficult to remove over catheter placement and took two physicians. Of these instances, when the guide wire was being removed after catheter placement, the guide wire broke. Fortunately, all parts were able to be removed. One of our physicians reports when he threaded the catheter in place and was pulling out the guidewire. It started to tunnel back into the catheter. Reports he was able to clamp the catheter and when he started to remove it, the remaining guidewire that had broken off was in place and was removed from the catheter. FDA safety report ID# (B)(4).